Event description:
The pump was returned for service where a failure code 808:08 was found in the event history. The hospital rep stated to the baxter service facility that this pump was not involved in pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.